Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. In addition to the above evaluation, during internal battery replacement noticed the speaker wires were crimped between the base enclosure. Speakers have been replaced as a precaution. Additional testing was performed following the device repair, and the device passed all final testing and was found to perform to specifications and as intended.